Event description:
It was reported that this pacemaker was part of a system revision due to infection. There was no additional adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker had exhibited infection. There was no additional adverse patient effects were reported. This pacemaker remains in service. Additional information indicated that the device was explanted on the same day that the leads were explanted due to bacteremia. There was no additional adverse patient effects were reported. This pacemaker was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.

Manufacturer narrative:
This supplemental report was created to capture h6: patient codes with bacterial infection.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There was no additional adverse patient effects were reported. This pacemaker was explanted.